Event description:
On 6/5/08, abbott spine became aware of the following event as a result of a clinical study. In 2004, the pt underwent a l3-l4 minimally invasive surgery (mis). On an unk date, the pt experienced a wound infection. Fourteen days later, the pt underwent a debridement of the wound, removal of prior graft material, placement of tricortical iliac crest bone, pulse evacuation and culture of the wound.

Manufacturer narrative:
No device will be returned. This medwatch was implemented to report an adverse event in a clinical study. Eval is pending.